Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a pinhole on bending section cover. In addition to peeling of the adhesive part of the objective lens, additional findings were as follows: adhesive on bending section cover had a chip; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to damage on forceps elevator (fe)(surgical products), the angle knob torque of fe lever at engage exceeded the standard value; due to damage, switch 2 did not work; protector of universal cord on suction connector side had a scratch; and video connector had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. E1: (B)(6) hospital.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the defect was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had leakage at the tip. There was no patient harm associated with the event. The device was evaluated, and it was found that there was peeling of the adhesive part of the objective lens. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.